Event description:
It was reported that the user¿s ilet depleted its battery and did not power back on after extended charging, with a solid green charge light observed and unsuccessful attempts using multiple outlets and cleaning the charging surface, leading to replacement and instructions to shut down the device and return it. Symptoms included thirst and increased urination. Outcomes included elevated glucose readings with a reported high of 191 mg/dl over an extended period and correction with insulin injections, without alerts from the device and without outside assistance or medical intervention. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.